Event description:
Rv (right ventricular) lead impedance warning on (B)(6) 2024. Previously low rv lead impedances noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).